Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a esophagogastroduodenoscopy procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, the needle, upon straightening out, sticks out when the physician is trying to cauterize. A non-injection gold probe and a introject needle was used to complete the case. The patient's condition at the conclusion of the procedure was unknown.

Manufacturer narrative:
The injection gold probe device received showed no anomalies. The device was actuated and the needle extends and retracts also while in two large hoops. The device functioned properly. The reported complaint was not confirmed. A device history review (DHR) review showed no anomalies related to the complaint.